Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right (od) eye on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to the patient experiencing headaches. Problem was resolved. There is no plan to implant an alternate lens. See MFR report# 2023826-2017-01109 for the other eye. The lens has been returned but not yet evaluated.

Manufacturer narrative:
Lens has been returned and evaluated. Lens was returned in a microcentrifuge vial, with clear surgical residue/debris on the product and lens surface. Visual inspection found the haptics slightly bent. (B)(4).